Event description:
Additional information received identified the patient had an electrocardiogram which revealed no anomalies and per the physician, the patient is "doing well". No further intervention is planned.

Manufacturer narrative:
(B)(4).

Event description:
This issue involves 2 trial scs leads from the same lot. It was reported during the patient's trial implant procedure, upon placing the 2nd trial lead, the patient began experiencing chest pain. As a result, the patient declined the completion of the procedure. The implanted lead was removed and the procedure was abandoned. The patient went to the emergency room to address the chest pain. No additional information is available at this time.